Manufacturer narrative:
The glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable where they were able to verify the reported issue. It was found that when the cable was connected to a test video monitor and blade, the image would dissappear when manipulated. Since the customer received a replacement and there are no repairs available for the device, the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
A verathon complaints specialist followed up with the customer to gather additional information. The customer confirmed that the replacement spectrum smart cable had been received and is working as expected. In addition, she confirmed that the reported smart cable had recently been shipped to verathon for evaluation. At the time of this report, the device has not been received for evaluation. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. The procedure was completed using the reported unit with no delay noted. No harm to the patient or user was reported.